Event description:
Caller reported a malfunction on the pump, specifically indicating a malfunction code display of "malf 0." There was no adverse impact to the customer's blood glucose level as confirmed by the details provided. Technical support helped the caller by providing pump reset information and assisted with resetting the pump. After the reset, the malfunction did not recur, and the customer was informed to continue using the pump.